Event description:
Olympus medical systems corp. (Omsc) was informed from the user that very small black piece of rubber like material came out of the instrumental channel of the subject device during the unspecified procedure. When this matter happened, a non-olympus biopsy forceps was passed down the instrumental channel of the subject device and a tiny black object was seen falling from the channel at this point. The consultant of the user facility retrieved the object and when it was examined it appeared to be a black rubber like substance about the size of the tip of a pen. A second non-olympus biopsy forceps was then used to continue the procedure and when this was passed through the instrumental channel two tiny black objects were observed falling out of the instrumental channel. As the objects were so small the consultant decided to leave them in the patient and continue with the procedure. A non-olympus biopsy cap was also used during the procedure. The first object removed from the patient was not retained by the user and nor was it photographed for further analysis. There was no patient injury associated with this report.

Manufacturer narrative:
The subject was returned to the service department of (B)(4) for evaluation but has not returned to omsc. The service department of (B)(4) checked the subject device to follow the inspecting specifications. The instrumental channel of the subject device was inspected with an iplex tx (2.4 mm diameter articulating scope) for signs of damage or obstruction that may have contributed to the reported phenomenon. Then no faults were found with the instrumental channel or instrument channel port, of the subject device. Based on the condition of the instrument channel and the subject device, it was not considered that the black objects identified by the user originated from the subject device. As non-olympus accessories were used during the procedure, it could not rule that these accessories caused or contributed to the reported phenomenon. An intermediate repair was recommended to replace the instrumental channel of the subject device as a precaution. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus (B)(4), the foreign object which came out of instrumental channel was black, and it seemed like rubber. So, omsc presumed that it was not originated from the subject device or chemical solutions but was originated from injection tube which is an accessory of the subject device, silicone product used at endoscopy room, non-olympus biopsy valve which was used by the user, or the like. Therefore, the reported phenomenon might have occurred by the black material accidentally slipped into instrumental channel. Since the material was not identified, it could not be conclusively specified the cause of the reported phenomenon. If additional information becomes available, this report will be supplemented.